Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead during atrial fibrillation (af) episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right atrial (ra) lead was oversensing and far field r-wave (ffrw) oversensing.